Event description:
It was reported that during a saphenous vein graft (svg) intervention procedure, removal difficulties occurred. The target lesion was located in an unspecified svg. The physician advanced a 190cm ez filterwire to the lesion and deployed. Upon retrieval the filterwire would not retract into the retrieval sheath. The physician removed the device without the retrieval sheath. It was noted during prep resistance was felt between the filterwire and the delivery sheath. It is unknown how the procedure was completed. No complications were reported and the patient's status is unknown.

Event description:
It was reported that during a saphenous vein graft (svg) intervention procedure, removal difficulties occurred. The target lesion was located in an unspecified svg. The physician advanced a 190cm ez filterwire to the lesion and deployed. Upon retrieval the filterwire would not retract into the retrieval sheath. The physician removed the device without the retrieval sheath. It was noted during prep resistance was felt between the filterwire and the delivery sheath. It is unknown how the procedure was completed. No complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination were performed, the protection wire was found inside the delivery sheath. Approximately 78.5 cm of the distal portion of the wire was sticking out of the delivery sheath, when measured from the distal tip of the protection wire. The distal tip of the protection wire was found bent at 18mm, however, it was not wavy or stretched. The delivery sheath was found curved at 45 cm, when measured from the distal sheath of the delivery sheath. Blood was found throughout, and inside of the delivery sheath and the filter bag. Despite some resistance felt from the amount of dried up blood inside the sheath, the unsheathing/sheathing test was performed successfully. The filter bag was successfully deployed and then retracted. The filter bag was observed to be in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. The peel away test was performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification of undeterminable has been assigned to this complaint event. (B)(4).